Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: gmrs dist fem comp sml r 65mm; cat# 64952020; lot# jsl4c. Gmrs extension piece 30mm; cat# 64956030; lot# ljs7e. Mrs fem stem w/0 body 15x127mm; cat# 64853115; lot# 226391c. Gmrs small axle; cat# 64952115; lot# ctd48261. Gmrs small femoral bushing; cat# 64952105; lot# lke838. Mrhk tibial sleeve; cat# 64812140; lot# lkc371. Mrh tib rot comp xs-xl; cat# 64812100; lot# 172813. Mrh tibial b/plt keel med 2; cat# 64813112; lot# j2d4a. Triathlon cemented stem-15mm x 100mm; cat# 5560-s-215; lot# 0106767d. Duracon m-2 10mm full wedge; cat# 6630-6-525; lot# a439ra. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: the patient had an index right tka outside of cors scope. On (B)(6) 2020 patient underwent revision for pji, with all components exchanged, into a rotating hinge. The patient developed pji again and was revised on (B)(6) 2024, with an off-label use of components. All femoral and rotating hinge components were exchanged, except tibial components.